Event description:
Customer states that four packages of tru core biopsy devices were noted to have pouches without complete seals, compromising the sterility of the devices. The devices were not used on pts, however, potential for injury exists if a non sterile device is used on a pt.

Manufacturer narrative:
The device samples were returned and defect reported was confirmed. From visual inspection of the samples, one can tell that the sheath of the device protruded into the sealing area as the pouch was maneuvering through the sealing machine. There is a proper seal on either side of the sheath. This can occur when product protrudes into the sealing area, which causes the sealing bars to open as the sheath goes through them. The bars will self-correct to normal positioning as the pouching process continues. The lot number reported was packaged in 2008. The sealers have been refurbished and re-qualified since packaging of this lot; additionally, an audible alarm will alert the operator of increased pressure if the condition occurs. The product now has a shorter sheath to further mitigate the risk of this from occurring.